Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. No energization during procedure. Instrument could not be cauterized and was replaced with another instrument. It is unknown whether broken/loose cable was associated. There was no fragment that fell in the patient. Instrument did not collide with another instrument. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the " damaged conductor wire (black)". The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Probable root cause is attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after da vinci-assisted surgical procedure, maryland bipolar forceps was found to have broken conductor wire. The procedure was completed with no reported injury.